Event description:
Attorney's report of pt's alleged abdominal pain, infection, abscess, seroma, migration of mesh, adhesions requiring the mesh to be explanted and a section of bowel to be resected.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.